Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
During the inspection of the ventilator it was discovered that water entered the unit. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue was confirmed during on-site investigation. It was confirmed that ac/dc converter board was damaged due to liquid contamination. The device was repaired by replacing part affected with liquid. After replacing part affected with liquid, the device passed all performance tests and has been released for clinical use. Liquid on pcbs can cause short circuit which might affect the ventilator¿s characteristics and performance. The ac/dc converter converts the connected ac power (mains power) to the internal dc supply voltage +12v_ac-dc. Mains power is supplied to the ac/dc converter via the mains inlet. The circumstances under which the liquid entered the device are unknown. The conclusion is that the device did not fail to meet its specification. It was concluded that the issue most likely was related to environmental issue.

Event description:
Manufacturer's ref. #: (B)(4).